Event description:
It was reported that two tibia nails did not properly connect to the handles. One of the nails was successfully implanted with no issues of proximal interlocking. A secondary nail was opened with a few minutes of delay to replace the one the surgeon could not use, no harm to patient was reported. This is report 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records was conducted. . Product made in us unsterilised part:485.034-xus, sterilised part:485.034s-us. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. Synthes manufactured the 10mm ti cannulated tibial nail, part #485.034, and lot #7386794 on work order #(B)(4) started (B)(6) 2013 for 20 pieces. The lot was released to stock on (B)(6) 2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.